Manufacturer narrative:
Allergan is unable to confirm with the healthcare professional; therefore, additional event, product, or patient details are not attainable. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported being injected with juvéderm voluma® xc and again 6 months later. The patient reported that ¿since the beginning,¿ they experienced ¿swelling and pain,¿ "swelling in places they did not have fillers," and ¿bumps.¿ the patient was treated with steroids, antibiotics, and antihistamines. No other information was provided. The symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2020-00035 (allergan complaint #(B)(4)). This MDR is being submitted for the first injection of suspect product, juvéderm voluma® xc.